Event description:
It was reported that there was a failure with the hemosphere instrument. The pressure value on the hemosphere did not match the ge bedside monitor. The user would re-zero several times and then exchange the pressure cables, but it did not resolve the issue. This occurred in the last 1 to 2 months, there is no recollection of the exact occurrence date. The serial number of the hem1 is unknown. There were no error messages. The clinicians would refer to the hemosphere screen or blood pressure cuff numbers as they were similar, rather than the bedside ge monitor numbers. There was no inappropriate patient treatment administered. The patient demographics are unknown. There was no patient harm or injury. There will be no product return as the exact unit cannot be determined. The device history record review cannot be completed as the serial number has not been provided. If there is additional information that becomes available a supplemental report will be submitted.

Manufacturer narrative:
The hemosphere unit was not returned as the serial number of the unit is unknown. Without its return it is not possible to determine if some damage or defect existed on the device that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Without its return there is no evidence of product nonconformance or labeling IFU inadequacies identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.